Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d), and right ventricular (rv) and right atrial (ra) leads showed an unexpected morphology at the shock channel. Also, the atrial pacing and the left ventricular pacing were showing up on the rv channel but were not sensed. After some time, the electrogram starts to look possibly like an agonal rhythm. Furthermore, there were additional signals on rv channel that were not sensed and device atrial and bi-ventricular paced. Once pacing stopped, device sensed the signals. Technical services (ts) reviewed latitude and there was clearly an ra lead situation as there were episodes with noise. Post shock, the rv channel and shock channel did not look right at all as signals were bigger than expected. Ts believes that the ra and rv leads both need to be analyzed. Patient was definitely in an arrythmia as they either passed out or fell down. The patient was pacing in the ra a lot at the maximum sensing rate, so they reprogrammed the device around rates. Ts reiterated the concern with the rv lead integrity. The crt-d, ra and rv leads remain in service. No adverse patient effects were reported.